Event description:
Philips received a complaint by the customer on the v60, indicating that the device had an aging breathing line (patient circuit) that was causing air leakage. It was reported there was no patient involvement at the time the issue was discovered. The customer replaced invasive disp circuit to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).